Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient saw an eri (elective replacement indicator). They noted a dissatisfaction with the longevity. No patient symptoms or further complications were reported as a result of this event.